Event description:
It was reported that during rotator cuff repair procedure, one (1) healicoil knotless rgnst was broken when the inserter was inserted into the bone hole after passing through two tapes the eyelet. The procedure was performed, without any delay, using an equivalent s+n back-up product. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).